Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer holding the cable and pressing it into the charging port of the pump. The customer has attempted multiple cables and has experienced the same issue. There was no impact to the customer's blood glucose level.